Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) delivery system was difficult for the physician to place in the desired location in order to deploy the ipg. The delivery system was removed, and a 90 degree bend was observed near the end of the system. A new ipg and delivery system were used. No patient complications have been reported as a result of this event.